Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Green device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The technical log showed the device records a manual power up on the 20th december 2009 and performed to specification up to the 19th december 2010. Temperatures are recorded on multiple occasions below the recommended minimum stand-by temperature. The device failed multiple self-tests due to a low battery between december 2010 and august 2013. Multiple manual power ups mainly of ten minutes duration were recorded between the 18th march 2016 and the last log entry on the 8th may 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The low temperatures recorded would account for the low battery fails recorded. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.